Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 2/06/2020 that a sign fin nail implanted to repair a fracture was replaced due to a non-union. The fin nail was replaced with an 11mm x 340mm fin nail per the sign technique manual. Surgeon comment: "the non union of segmental fracture of femur. Fracture neck, diaphyseal fracture, distal femur fracture on the same femur and initial treatment was done in (B)(6) hospital with hip screws for neck fracture, retrograde fin nail 9x340 was distal and diaphyseal fracture but, additional plate was added on distal femoral fracture . Initial data was not entered in to sign surgical database unions occurred both neck fracture and distal femur but diaphyseal fracture was not united and fin nail tip was perforated the cortex. Additional tubular plate was removed from distal femur due to infection . Surgeon decided to do removal the fin nail & larger fin nail will be reinserted with correct position on non union site. But during the operation, the infection was spreads along the cavity and knee was stiffed in 10 degree position under anaesthesia. Quadriceps muscle plasty, bending the knee removal the fin nail and debridement the infection and marrow cavity, vancomycin diluted solution was irrigated and vancomycin coated new larger fin nail 11x 340 was reinserted and vancomycin added bone cement chips were filled the fracture sites and bone loss area (total in 5 pieces). After the reinserted the fin nail, rechecked the tip of nail with c-arm tip was previous tract and outside the marrow cavity. Decision, _stop to correct the nail alignment into the marrow cavity under c-ram. This procedure was dangerous and requiring the exploration the non union site include medial cortex which was partially united. The lager fin nail holds the strong stability at non union site. Vancomycin cement chips will be removed in next 6 weeks and if the fracture site is needed to additional stabili, new sign plate will be added on lateral site and marrow bone mills graft will be inserted into non union site. Reported by dr (B)(6)."